Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's daughter complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 12:52 pm, the result from the meter was 3.8 inr. At 1:21 pm, the result from the meter was 6.4 inr with a different finger. There was no allegation of an adverse event. The customer's coumadin dose was decreased after the result of 6.4 inr. The customer was "stable". The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. The device was requested for investigation and a replacement was sent. Retention test strips (lot 28124121) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. The returned test strips were measured at the returned meter with liquid qc of a high level in comparison to masterlot #28632180 on internal reference meter. Qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.